Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility notification was received via email regarding the pmcf study. A facility representative reported that a patient underwent a procedure due to joint degradation. The date of the procedure was not provided. The healthcare professional (hcp) reported that the patient experienced both deep and superficial infections associated with a low-profile screw, cannulated, partially or fully threaded (2.0¿3.0 mm cannulated). The hcp mentioned that the complications were probably not related to the arthrex device. The hcp also reported that the adverse event was treated with antibiotics. The date on which the infections were identified was not provided.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event. The complaint allegation was not confirmed. No evidence of that failure was received.